Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) would not deflate after the device was deployed. They tried several times to deflate the balloon with no success. They had to remove the device with the balloon fully inflated. Manual compression was held for 20-25 minutes post procedure. The patient did not suffer any further injury. The device was stored and prepped according to the instructions for use (IFU). The user was trained in the use of the vcd. The mynx vascular closure device (vcd) was used in a diagnostic procedure employing an antegrade approach. The deployer was mynx certified. A non-cordis sheath introducer with a size of 5fr was utilized. Regarding the femoral puncture site, the femoral artery's suitability was verified on angiography or venography, including an insertion angle of 30-45 degrees for the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The device was purged of air during preparation, and the balloon was prepped with 100% heparinized saline. It is unknown if the deployer was pinching or pinning the balloon with the advancer tube, but the balloon was not inverted. A non-sterile ¿mynxgrip vascular closure device 5f¿ was returned for product investigation. Visual inspection of the returned device showed that the shuttle was not engaged to the black handle. The stopcock was partially closed. The catheter was properly inserted into an unknown non-cordis procedural sheath of the correct french size. The advancer tube was located on the proximal edge of the balloon. The sealant was deployed and was not returned for analysis. The slit did not present any anomalies. The syringe was not connected to the luer hub. The balloon was severely twisted and saturated with saline solution. No other outstanding details were observed. Per functional analysis, an inflation/deflation test was performed by injecting water into the returned device according to the IFU. However, due to the twisted condition of the balloon and the saturation of saline solution inside the balloon and the inflation lumen, the inflation process was not successful. The unit was submerged into an ultrasonic machine, but due to the high concentration of saline solution and the twisted condition of the balloon, it was not possible to remove the saline solution. The balloon was inspected using a vision system to obtain a magnified image. The severe twisted condition and the dense saline solution saturation were confirmed. The reported event of ¿balloon-deflation difficulty¿ could not be confirmed as the inflation/deflation test could not be performed on the returned device due to the damaged condition of the balloon and the dried saline solution blocking the lumen. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deflation issue reported. However, procedural/handling factors are possible since there were no issues reported during prep of the balloon, especially due to the severely twisted condition of the balloon of the returned device. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ also included in the IFU, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) would not deflate after the device was deployed. They tried several times to deflate the balloon with no success. They had to remove the device with the balloon fully inflated. Manual compression was held for 20-25 minutes post procedure. The patient did not suffer any further injury. The device was stored and prepped according to the IFU. The user was trained in the use of the vcd. The mynx vascular closure device (vcd) was used in a diagnostic procedure employing an antegrade approach. The deployer was mynx certified. A non-cordis sheath introducer with a size of 5fr was utilized. Regarding the femoral puncture site, the femoral artery's suitability was verified on angiography or venography, including an insertion angle of 30-45 degrees for the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The device was purged of air during preparation, and the balloon was prepped with 100% heparinized saline. It is unknown if the deployer was pinching or pinning the balloon with the advancer tube, but the balloon was not inverted. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.